Event description:
It was reported that the customer was having issues with sensor tape not sticking and sensors were bent. Her blood glucose was 400 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors. Performed a visual inspection and found both sensors with bent cannula, unable to confirm if the customer received the sensors in said condition due to the customer returned opened and used . Unable to duplicate the reported issue of an adhesive anomaly due to the sensors were returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.